Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 2907 captures the reportable event of bands suture detached. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly, irrigation tube, and ligator head were returned with the device. It was also noted that the trip wire was partially rolled in the handle assembly and it was bent in several locations. There was evidence that the trip wire was not secured in the handle slot and the slack was not pulled out according to dfu instructions. A crimp was present on the tripwire. It was possible to observe that the suture was detached from the ligator head and it was attached to the trip wire. Further analysis noted on the broken end of the suture, and it was observed irregular, indicating that torque was applied to handle spool for deployment and could have contributed to the failure of trip wire bent and suture breakage. There were six bands attached to the ligator head; however, one band was partially deployed. The ligator head teeth were intact and the suture hole did not have any visual damage. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the information available, this failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not secured in the handle slot and the slack was not taken out as indicated in the step 4, 7 and 8.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a gastric varicose vein ligation procedure peformed on (B)(6), 2020. According to the complainant, during the procedure, the suture was suddenly fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a gastric varicose vein ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the suture was suddenly fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.